Event description:
The facility reported that the pump was alarming during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.